Event description:
Caller reported the device over delivered insulin causing the pt to have extreme hypoglycemia (38 mg/dl). The paramedics were contacted, but the pt was not taken to the hosp. She was treated at home by an IV of glucose until her blood glucose level reached 118 mg/dl.